Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2013. Device evaluation: on investigation, the pump powered on normally with a fully illuminated, fully functional display screen that showed no signs of damage, fading or discoloration. The pump was opened for investigation and did not reveal any damage to any of the pump¿s interior components. Investigation could not confirm or duplicate the original complaint.

Event description:
The distributor contacted animas on (B)(6) 2013 alleging the pump's display screen is blank; however, the pump is reported to have functioning audible tones. No further information was available. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged display screen malfunction remained unresolved.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.